Manufacturer narrative:
Software error detected alarm found in the pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected. The customer¿s blood glucose level was 173 mg/dl at time of incident. Self test did not pass. Troubleshooting was performed by the customer for pump error. The insulin pump will be returned be for the analysis.